Event description:
New information received notes that the right atrial (ra) lead was discovered to be dislodged when the patient presented with a pericardiocentesis. Prior to the procedure, a venogram was performed that revealed that the subclavian was occluded. The patient will be scheduled for an extraction. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. It was discovered that right atrial lead was not capturing and there was low r-wave amplitude variation. Programming changes were made. The patient was in stable condition.